Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound revealed part of essure device had migrated to uterine lining") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. In (B)(6) 2015, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("heavy menstruation"), alopecia ("hair loss"), bladder disorder ("bladder problems") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain, menorrhagia and alopecia outcome was unknown and the bladder disorder and dyspareunia had not resolved. The reporter considered device dislocation, pelvic pain, menorrhagia, alopecia, bladder disorder and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: ultrasound scan result was part of essure device migrated to uterine lining. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound revealed that part of essure device had migrated to uterine lining (seen as device dislocation). A laparoscopic vaginal hysterectomy and bilateral salpingectomy was performed to remove micro-inserts around years after insertion. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented device dislocation followed by surgical removal of device. Given the nature of event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound revealed part of essure device had migrated to uterine lining/malposition of essure device (location of device: uterine lining"), device expulsion ("ultrasound revealed part of essure device had migrated to uterine lining/malposition of essure device (location of device: uterine lining") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos until 2008 for birth control as well as omeprazole since 2011 and sertraline (zoloft) since 2012. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain") and abdominal pain ("abdominal pain"). In 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder problems"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and dysuria ("urinary problems or changes/painful urination"). On an unknown date, the patient experienced menorrhagia ("heavy mesntruation"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015/hysterectomy(partial)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device expulsion, menorrhagia and dysuria outcome was unknown, the genital haemorrhage, pelvic pain, alopecia and abdominal pain had resolved and the bladder disorder and dyspareunia had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, device expulsion, dyspareunia, dysuria, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: what did your healthcare provider tell you about your results: they were in place diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion ultrasound scan - in (B)(6) 2015: part of essure device migrated to uterine lining quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : new reporter was added,patient demographic details added,lab data added, product indication updated,concomitant drug added, event was clubbed- ultrasound revealed part of essure device had migrated to uterine lining/malposition of essure device (location of device: uterine lining , pelvic pain/pain, painful intercourse/dyspareunia (painful sexual intercourse). Event was added- genital bleeding, urinary problem, abdominal pain. Event outcome was added- hair loss, genital bleeding, pelvic pain and abdominal pain was recovered/resolved. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ultrasound revealed part of essure device had migrated to uterine lining/malposition of essure device (location of device: uterine lining'), device expulsion ('ultrasound revealed part of essure device had migrated to uterine lining/malposition of essure device (location of device: uterine lining') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. 627284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, gerd and anxiety. Concurrent conditions included heavy periods and skin lesion removal. Concomitant products included oral contraceptive nos until 2008 for birth control as well as omeprazole since 2011 and sertraline hydrochloride (zoloft) since 2012. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain") and abdominal pain ("abdominal pain"). In 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder problems"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and dysuria ("urinary problems or changes/painful urination"). On an unknown date, the patient experienced menorrhagia ("heavy mesntruation"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015/hysterectomy(partial)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, menorrhagia and dysuria outcome was unknown, the genital haemorrhage, pelvic pain, alopecia and abdominal pain had resolved and the bladder disorder and dyspareunia had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device expulsion, dyspareunia, dysuria, embedded device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: what did your healthcare provider tell you about your results: they were in place discrepancy: date of insertion previously reported (B)(6) 2008 now it is reported (B)(6) 2008. Patient's right side where the essure was placed without difficulties and approximately two coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Ultrasound scan - in (B)(6) 2015: results: part of essure device migrated to uterine lining. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received. Lot number was added. Concomitant condition and reporter causality comments added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ultrasound revealed part of essure device had migrated to uterine lining/malposition of essure device (location of device: uterine lining'), device expulsion ('ultrasound revealed part of essure device had migrated to uterine lining/malposition of essure device (location of device: uterine lining') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure (batch no. 627284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, gerd and anxiety. Concurrent conditions included heavy periods and skin lesion removal. Concomitant products included oral contraceptive nos until 2008 for birth control as well as omeprazole since 2011 and sertraline hydrochloride (zoloft) since 2012. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain") and abdominal pain ("abdominal pain"). In 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In 2015, the patient experienced bladder disorder ("bladder problems"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and dysuria ("urinary problems or changes/painful urination"). On an unknown date, the patient experienced menorrhagia ("heavy mesntruation"). The patient was treated with surgery (laparoscopic vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015/hysterectomy(partial)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, menorrhagia and dysuria outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain and alopecia had resolved and the bladder disorder and dyspareunia had not resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device expulsion, dyspareunia, dysuria, embedded device, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: what did your healthcare provider tell you about your results: they were in place discrepancy: date of insertion previously reported (B)(6) 2008 now it is reported (B)(6) 2008. Patient's right side where the essure was placed without difficulties and approximately two coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Ultrasound scan - in (B)(6) 2015: results: part of essure device migrated to uterine lining. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jan-2017: quality-safety evaluation of ptc received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an ultrasound revealed that part of essure device had migrated to uterine lining (seen as device dislocation). A laparoscopic vaginal hysterectomy and bilateral salpingectomy was performed to remove micro-inserts around 7 years after insertion. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. In the present case, consumer presented device dislocation followed by surgical removal of device. Given the nature of event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.